Manufacturer narrative:
It is anticipated that this device will be explanted and returned for analysis. This report will be updated should additional information become available.

Event description:
It was reported that premature battery depletion was suspected during a routine follow-up. The physician noted a decrease in the remaining battery longevity from 4.5 years remaining to 1 year remaining. There has been no significant increase in the need for ventricular pacing, or changes in the lead parameters; however, the power consumption increased to 209% power usage. A copy of device memory was saved and submitted for analysis. Engineering review of the data confirmed that the power consumption has been increasing over the past year, and is expected to continue to increase. Due to this anomaly, a technical services consultant recommended device replacement. The device currently remains implanted. No adverse patient effects were reported, and the patient is not pacemaker dependent.

Manufacturer narrative:
This device has been received for analysis. The investigation is currently in progress. A supplemental report will be submitted when the investigation is complete.

Event description:
It was reported that premature battery depletion was suspected during a routine follow-up. The physician noted a decrease in the remaining batter longevity from 4.5 years remaining to 1 year remaining. There has been no significant increase in the need for ventricular pacing, or changes in the lead parameters; however, the power consumption increased to 209% power usage. It was indicated that the patient is not pacer dependent. A copy of device memory was saved and submitted for analysis. Engineering review of the data confirmed that the power consumption has been increasing over the past year, and is expected to continue to increase. Due to this anomaly, a technical services consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis. The investigation is currently in progress.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that premature battery depletion was suspected during a routine follow-up. The physician noted a decrease in the remaining batter longevity from 4.5 years remaining to 1 year remaining. There has been no significant increase in the need for ventricular pacing, or changes in the lead parameters; however, the power consumption increased to 209% power usage. A copy of device memory was saved and submitted for analysis. Engineering review of the data confirmed that the power consumption has been increasing over the past year, and is expected to continue to increase. Due to this anomaly, a technical services consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported, and the patient is not pacemaker dependent. This device was received for analysis.